Manufacturer narrative:
The device was not returned to the manufacturer; therefore, an investigation could not be completed at the time of this MDR submission. Late MDR narrative: microline surgical, inc., is submitting this late MDR 1223422-2017-00031 (past 30-days) due to the staff responsible for the investigation leaving, and lack of staff to complete the task, including lack of full information available on the complaint to submit the MDR. Microline surgical, inc., will continue to ensure its due diligence in post-market complaints handling, and ensuring that all requirements for the medical device emdr reporting have been met. Device not returned to manufacturer.

Event description:
During a laparoscopic cholecystectomy, surgical procedure, the surgeon applied the clip cartridge to the ml-10 multi-fire clip applier, the first clip blocked into the jaw and caused jamming. There was no harm to the patient.